Manufacturer narrative:
Device was returned: visual inspection was conducted and the tubing was cut from the device and no suction test could be performed. However, during functional testing, the device reciprocated as intended. During internal inspection, it was noted that the inner cannula was stuck and it was broken to find the blade positioning stop inside it. Therefore, the complaint can be confirmed. This observation will be monitored and trended. A device history record (DHR) review was conducted for the reported lot/serial number.the device was released meeting all qa specifications.

Event description:
It was reported during a myosure procedure on (B)(6), that the suction failed and the suction tubing had to be cut. There was no harm to the patient reported. Upon investigation on (B)(6), it was found that the inner cannula was stuck and it was broken to find the blade positioning stop was inside it.